Manufacturer narrative:
Update to d4: expiration date and UDI added. Update to h4: manufacture date added. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m149983 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot m149983. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting), related to kit lot m149983 showed that the complaint rate is 0.008%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference.

Manufacturer narrative:
(B)(6). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported receiving a false positive result on a direct tested nasopharyngeal dacron flocked swab while using the ID now covid-19 assay on (B)(6) 2021. Confirmation testing on nasopharyngeal and oropharyngeal samples using an unspecified antigen platform and rt-pcr generated positive results (CT value= 29). The customer stated the patient was not symptomatic. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional information/corrected data: confirmation testing was performed on 25aug2021 on nasopharyngeal and oropharyngeal samples using an unspecified antigen platform and rt-pcr generated negative results. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.